Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose (bg) was high on the continuous glucose monitor with high ketones. Elevated bg was addressed by manual insulin injections, changing the pump supplies, and bolusing via the pump. Ultimately, the customer reverted to an alternate method of insulin therapy.